Manufacturer narrative:
Additional information: b3 / b4 / b5 / b6.

Event description:
It was reported that during surgery, the assembly connecting to the o-ring broke inside the patient. All pieces were recovered. Procedure concluded with a backup device from smith and nephew. No injury and a delay of less than 30 minutes was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the stated failure. The shaft of the thumbwheel fractured at the location in which it is threaded into a u-joint. The r3 offset shell impactor became non-functional due to the fracture. One portion of the shaft was constrained within the u-joint, while the other portion had rotational freedom. During impaction of a hip shell into the acetabulum, if sufficient impact forces placed upon the instrument are transferred through this constrained area, fracture may occur in this due to a static or fatigue failure mechanism. The device shows signs of significant wear/use. The device was manufactured in 2011. A medical investigation was conducted and per complaint details, the device broke inside the patient during the procedure; however, all pieces were reportedly retrieved and the surgery was successfully completed with a s+n backup device within a 0-30 minute surgical extension. No patient injury was alleged and reportedly no foreign body or additional interventions were required; therefore, no further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that, during surgery, the assembly connecting to the o-ring of a r3 offset impactor broke while inside of the patient. Procedure concluded with a back-up device from smith and nephew. Surgery was delayed less than 30 minutes. The patient was not harmed beyond what has been stated.